Event description:
It was reported that the intra-aortic balloon (iab) was prepped per instruction. Prior to insertion the iab unraveled. As a result, the iab was not used. There were no reported patient complications.

Manufacturer narrative:
Evaluation: the intra-aortic balloon (iab) was returned. Super arrow-flex sheath was on the bladder, approximately 2 cm from distal tip of iab. Central lumen was broken approximately 1 cm from the bifurcation. One-way valve was attached to the lock connector. There was blood on exterior surface of iab. Slide connector and data key were attached to the yellow fiber optic sensor (fos) cable. Fos was light level tested and failed. Fos was broken approximately 1 cm from the bifurcation. Spring wire guide (swg) and pump tubing were not returned. Sheath was removed from iab for further evaluation. Sheath and bladder were measured and within specification. A different swg was fed thru the central lumen, but would not pass the break. Iab was submerged and pressurized in water. Bubbles exited distal tip and luer, indicating a broken central lumen. After blocking both ends of iab, no other leaks were detected in iab or bladder. It cannot be determined with certainty, how or when the central lumen was compromised. A device history record re-review was conducted on the iab and it met all specifications and passed all in-process testing. The root cause was determined to be user related. Conclusion: broken central lumen